Event description:
Additional information received reported the patient was doing very well now.

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial #(B)(4) showed no anomalies and passed final functional testing with good stable output was seen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the ¿sensor was faulty¿ with a newly implanted implantable neurostimulator (ins). It was further reported that the physician checked the impedance values ¿multiple times¿ using two different physician programmers and they ¿kept coming back bad.¿ it was noted the ¿leads checked fine with the multi-lead trialing cable.¿ it was stated that the physician was ¿not comfortable implanting the ins¿ and switched in a different new ins which ¿worked fine.¿ the ins was to be returned to the manufacturer at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).